Event description:
The customer reported that the cannula did not insert properly at the infusion site, and that he had a blood glucose level "over 400." The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula did not insert properly at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.